Event description:
Medtronic received information that during use of an arteriotomy shunt, for a coronary artery bypass grafting operation it was reported that the connecting line broke when it came into contact with water and the shunt plug bulged in the middle, causing difficulty. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that there was no patient blood loss as a result of this issue. There was no unplanned blood transfusion required as a result of this issue. Medtronic received additional information that it is unclear whether the shunt was a medtronic product. The customer stated that the hospital currently only has medtronic shunts. However, the picture provided by the customer showed that the white line broke when it came into contact with water. The feedback from medtronic's marketing department and factory was that there was only a black line. Correction d4: lot number previously provided was incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.